Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was partially advanced into the needle cannula. The guide wire was retracted, and a kink was observed towards the distal end. This created resistance when inserting the guide wire into the proximal opening of the cannula. Microscopic examination confirmed the damage and revealed a build-up of a white particulate inside the guide wire tubing. The returned guide wire was unable to advance into the returned needle cannula due to the severity of the kinking. A lab inventory guide wire tubing with handle component was inserted into the needle cannula. No resistance was encountered as the guide wire passed completely through the cannula. Performed per the IFU provided with this kit , which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot #'s in question occurred prior to CAPA implementation (07-oct-2024). A device history record review was performed, and a relevant finding was identified. Non-conformances were initiated to address the issue of "arterial-swg/needle resistance, kinked" and "arterial-swg kinked in package/prior to use" (respectively). Further analysis confirmed that this is the same failure(s) involved with this complaint and is being further investigated in a previously opened CAPA. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink towards the distal end of the guide wire. White particulate was also observed inside the guide wire tubing. These created resistance between the guide wire and the cannula. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.